Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 399.9 mcg/day) via an implanted pump. On (B)(6) 2016 it was reported that the pump was interrogated when the patient was in the ER (emergency room) and the pump logs showed a motor stall occurred on (B)(6) 2016 at 4:31am. The patient had not recently had an MRI. No patient symptoms were mentioned. On 15-jul-2016 additional information was received from a healthcare professional and it was reported that the patient came into the ER early on (B)(6) 2016 with the pump alarming. The pump was checked and showed a motor stall occurred on (B)(6) 2016 at 01:16. No patient symptoms were reported. Additional information was received on 17-jul-2016 from a company representative and it was reported that the patient was admitted to the hospital. The patient's legs were weak. No troubleshooting was done. The pump was programmed to minimum rate, the alarms were turned off, and pump replacement was recommended. The cause of the initial motor stall was not determined. The patient was traveling from (B)(6) at the time the pump initially stalled. Additional information was received on 19-jul-2016 from a company representative and it was reported that a motor stall was seen in the attention dialogue box. The reporter did not have access to the patient at the time of the report to read the pump logs. The reporter spoke to someone in the background and reported that the pump started "flashing" and the patient started to lose the feeling in his legs. The symptoms had come on suddenly. The pump was being replaced tomorrow. Additional information was received on 21-jul-2016 from a company representative which indicated that the pump was replaced.

Manufacturer narrative:
Analysis of the pump found a pump motor gear train anomaly consisting of corrosion and/or wear and/or lubrication in which the stall was due to the shaft/bearing. Evaluation results code is no longer applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that when he arrived in (B)(6) from (B)(6). He was unable to walk and his mental capacity became altered. He took an ambulance to the emergency room and was admitted to the ICU (intensive care unit) for 2 days. There were no doctors available in the area to perform the pump replacement procedure so he had to wait in the hospital until it was coordinated and he was transported via ambulance to another hospital to have the pump replacement procedure. After several days in the hospital following the replacement procedure, he returned to normal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on 2017-aug-08. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-aug-08 from the consumer. According to the patient, the pump had died on a flight from ireland. As such, the patient reported that they had missed worked and accrued expenses. No further information related to this event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.